Manufacturer narrative:
Date of event was approximated to (B)(6) 2016 (implant date) as no event date was reported. (B)(6). (B)(4). Part of the device remains implanted; the excised portion of the mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted into the patient during a tension-free vaginal tape placement with cystoscopy procedure performed on (B)(6) 2016 for the treatment of stress urinary incontinence. The procedure was completed without complications. According to the complainant, after the procedure, the patient presented with right-sided erosion of bladder suspension mesh with clear entry and exit sites, stone encrustation, and recurrent urinary tract infection. The patient also reports pain with voiding and at other times. She reports urine leakage with an urge and wears a pad for protection. She has symptoms of urinary urgency and urinary frequency for years and she has been on vesicare, enablex, mirebegron, tolterodine, and oxybutynin. She has constipation and takes fiber gummies to help her with her constipation. She reports anal incontinence of gas only, vaginal dryness, and sjogren's syndrome (dry mouth/eyes). Furthermore, the patient has experienced bladder pain, and infections; subsequently, she desired mesh removal. On (B)(6) 2019, the patient underwent removal of intravesical mesh and portion of mesh sling via vaginal and cystoscopic approach. The intervening mesh segment was removed from her bladder in two segments. The portion of the mesh under the urethra and the left arm remained in place. This procedure was completed without complications. Boston scientific has been unable to obtain additional information regarding the event to date.